Event description:
It was reported that during a coronary angioplasty procedure, a stent dislodgement occurred. The totally occluded lesion was located in the severely calcified mid right coronary artery, with the proximal rca being severely calcified without a significant lesion. The lesion was pre-dilated with a 20 mm balloon. The liberte' stent delivery system was then advanced; however, the stent became stuck on the proximal calcification. The delivery system could not be advanced, so it was removed. Upon removal, the stent was found to be off of the delivery device. Fluoroscopy showed the liberte' stent to be within the proximal rca. A 1.5 x 20 mm balloon was advanced and deployed the stent with progressive inflations to unk atms. Another liberte' stent was then successfully deployed mid-lesion. No pt complications were reported, and pt status was reported as 'good'. Medications given pre-procedure included: heparin, clopidogrel, beta blockers, nitrates, diuretics.